Event description:
A customer contacted global technical services (gts) regarding a reload set 161 alarm that appeared on the homechoice (hc) unit during priming. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. Product surveillance contacted the care giver (cg) on (B)(6) 2010 who stated that the home patient (hp) resumed therapy after starting over with new supplies. The cg has discarded the sample and does not recall the lot number; the cg stated therapy is going well. No patient injury or medical intervention was reported related to the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.